Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300 mg/dl range. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a bolus to bring bg levels back to target range. Recommendation was made for customer to discuss diabetes management with their health care professional.